Event description:
On (B)(6) 2014, the device was implanted via l-p shunt to the patient with inph ((B)(6)-year-old male, k.s). The initial setting pressure is unknown. The patient¿s condition improved after implantation, however, he had a gait disorder again in mid-(B)(6) 2015. On (B)(6) 2015, it was confirmed through contrast radiography that the lumbar catheter manufactured by other company was broken between l3/4 spinous processes. The revision surgery was conducted on (B)(6) 2015, and the valve and lumbar catheter were replaced. The piece of broken lumbar catheter was left in the vertebral canal. The patient is currently being followed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.